Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification from core lab discharge follow up tte on post operative day 6 of a pascal in tricuspid position where there was an slda of the anterior leaflet and tr grade was severe.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet; single leaflet device attachment (slda) was confirmed based on the event description provided by the edwards clinical specialist. Available information does not lead to any clear root cause and imaging was not provided to perform further analysis. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.